Event description:
It was reported that the patient with this tactra device felt it was too short and noted that the distal end of the penis was floppy, making the device difficult to use. The device remains implanted, and a follow-up appointment has been scheduled. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of disfigurement is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of disfigurement is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event.

Event description:
It was reported that the patient with this tactra device felt it was too short and noted that the distal end of the penis was floppy, making the device difficult to use. The device remains implanted, and a follow-up appointment has been scheduled. No additional information was reported.